Manufacturer narrative:
Summarized patient outcomes/complications of long-term results of clover and edge-to-edge leaflet repair for complex tricuspid regurgitation were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, prior pacemaker, prior cardiac operation, associated mitral valve disease, degenerative/secondary/post-traumatic tricuspid regurgitation. Some of the complications reported were surgical intervention (explant, pacemaker), hospitalization, tricuspid regurgitation, atrial fibrillation, heart block, arrhythmia, material separation (partial dehiscence) these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "long-term results of clover and edge-to-edge leaflet repair for complex tricuspid regurgitation"

Event description:
The article, "long-term results of clover and edge-to-edge leaflet repair for complex tricuspid regurgitation", was reviewed. The article presented a retrospective, single center study to report the long-term results of the clover and edge-to-edge repair for complex tricuspid regurgitation(tr). The devices included kay suture, de vega suture, carpentier edwards semirigid ring, st. Jude medical tailor flexible ring, edwards mc3 ring, and medtronic contour 3d ring. The article concluded that when tricuspid regurgitation could not be treated by annuloplasty alone, concomitant leaflet repair with the clover/edge-to-edge technique effectively restored valve competence with very satisfactory long-term results and low rate of moderate or greater tr recurrence. [The primary and corresponding author was elisabetta lapenna, cardiac surgery unit, irccs san raffaele hospital, ¿vita-salute¿ san raffaele university, via olgettina 60, 20132 milan, italy, with corresponding email: lapenna.elisabetta@hsr.it] the time frame of the study was from 2001 to 2019. A total of 145 patients were included in the study, of which 16 (11%) received an abbott device. The average age was 57 years and the majority gender was female. Comorbidities included atrial fibrillation, prior pacemaker, prior cardiac operation, associated mitral valve disease, degenerative/secondary/post-traumatic tricuspid regurgitation.